Event description:
During a call with technical support regarding slow drains, it was reported that this male peritoneal dialysis (pd) patient was treated for peritonitis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of diffuse lower abdominal discomfort and cloudy effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ancef 1g daily. The culture resulted positive for staphylococcus epidermidis. The white blood cell count was 3010 with polymorphonuclear cells (seg) of 86%; lymphocytes 4%, monocytes 5%, eosinophils 2%, and basophils 1%. The antibiotic therapy was adjusted once the final culture and sensitivity results were received. The ancef was discontinued, and the patient was initiated on ip vancomycin every four days. The vancomycin dosage was based on the vancomycin trough levels. A repeat culture will be drawn on (B)(6) 2022. The patient did not require hospitalization. The cause of the peritonitis was attributed to multiple breaks in aseptic technique. The patient¿s wife provides the patient¿s treatments and admitted to omitting 1 minute of handwashing and the use of hand sanitizer before making the sterile connections. The patient also has a large breed dog that is allowed to sleep in the patient¿s bed despite being trained to avoid pets in the treatment area. The patient is currently continuing pd therapy utilizing the liberty select cycler.